Manufacturer narrative:
Additional information was received that the patient's ipg was also relocated.

Event description:
A report was received that the patient had developed an infection at the pocket site. It was also reported that the wound would not heal completely due to the would being rubbed against. Symptom included drainage at the site. The physician believed that infection was not suspected. The patient was prescribed antibiotics and underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the pocket site. It was also reported that the wound would not heal completely due to the would being rubbed against. Symptom included drainage at the site. The physician believed that infection was not suspected. The patient was prescribed antibiotics and underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.